Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-30. H.6. Investigation summary : a device history review was conducted for lot number 9326902, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that syringe plastipak 20ml ll s/su contained foreign matter. The following information was provided by the initial reporter: "dirty in the syringe luer. Additional information: lot number: 9326902; material number: 990687. The incident was noticed before the use. Anvisa notification: 2020.03.000455".

Manufacturer narrative:
Initial reporter additional phone #: (B)(6). Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20ml ll s/su contained foreign matter. The following information was provided by the initial reporter: "dirty in the syringe luer. Additional information: lot number: 9326902; material number: (B)(4). The incident was noticed before the use. Anvisa notification: (B)(4)".